Event description:
An email was received from a customer (patient self tester) on (B)(6) 2015, in which he referred to the alere inratio 2 monitor system recall. He reported discrepant results stating that the inratio results are always 1.3 off from the actual inr results. Although requested, no actual results were provided by the patient self tester. He was inquiring whether the unit he had could be calibrated with more accurate units. Technical service attempted to troubleshoot with the patient but he did not answer any questions. Tech service also emailed him a list of questions that would provide the information necessary to investigate his concern. No reply was received.

Manufacturer narrative:
No lot number or monitor serial number was provided by the patient self tester. Further investigation cannot be pursued because this information was not provided. If the product lot number is given or the monitor is returned, the case will be re-opened and investigated.